Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the aviator plus .014 5.0 x 30 142 cm balloon ruptured when it tried to cross the calcified and tortuous vessel. There was no patient injury reported and the product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The following sections have been updated accordingly: additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the aviator plus .014 5.0 x 30 142 cm balloon ruptured when it tried to cross the calcified and tortuous vessel. There was no patient injury reported and the product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally. The contrast to saline ratio was 1:2. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was calcified, vessel was tortuous and the percentage of stenosis was more than 80%. The device was not used for a chronic total occlusion. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. It ruptured before inflation. The product was removed intact (in one piece) from the patient. There was no patient injury. Additional procedural details were requested but are unknown.

Event description:
As reported the aviator plus .014 5.0 x 30 142 cm balloon ruptured when it tried to cross the calcified and tortuous vessel. There was no patient injury reported and the product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally. The contrast to saline ratio was 1:2. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The lesion was calcified, vessel was tortuous and the percentage of stenosis was more than 80%. The device was not used for a chronic total occlusion. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. It ruptured in the calcified and tortuous vessel. The product was removed intact (in one piece) from the patient. There was no patient injury. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported the 5x30mm 142cm 0.014 aviator plus percutaneous transluminal angioplasty (pta) catheter balloon ruptured when it tried to cross the calcified and tortuous vessel. There was no patient injury reported. The lesion was calcified, vessel was tortuous and the percentage of stenosis was more than 80%. The device was not used for a chronic total occlusion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally. The contrast to saline ratio was 1:2. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. It ruptured in the calcified and tortuous vessel. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 16010004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified and tortuous lesion with stenosis rate of greater than 80%) and procedural/handling factors (difficulty tracking through the vessel and crossing the lesion) most likely contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.